Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was sinus bradycardia, with occasional dropped beats. The length of the membranous septum was 6.4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient went into a complete heart block, and it was characterized to be intermittent. A temporary pacemaker was placed to start the procedure. During the procedure, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). A temporary pacemaker was left in place to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On an unknown date in (B)(6) 2026, the patient received a permanent pacemaker. The implanter classifies this event as being related to the patient¿s past medical history. The patient was in a stable condition and noted to be discharged.

Manufacturer narrative:
An event of heart block and permanent pacemaker was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the information available, no new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. The unexpected medical intervention was result of case specific circumstances as temporary pacemaker was used. The surgical intervention appears to be specific to the circumstances of the case, as the patient required a permanent pacemaker implant due to the heart block. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline was sinus bradycardia, with occasional dropped beats. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient into a complete heart block and it was characterized to be intermittent. During the procedure, the valve was able to be implanted. On an unknown date in (B)(6) 2026, the patient received a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.